Event description:
Customer called to report that the insulin pump is cracked and chipped on the lcd screen. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump had a severely stripped battery cap coin slot noted. No chip on lcd window noted, but there were deep scratches on the lcd window. The pump also had a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.